Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 520 mg/dl. The customer reported that the new infusion device broke and causing bent cannula. The customer also reported that leak was in the reservoir connector. The device will not be returned for analysis.